Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis, radiographic image analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed but the cause is unknown. A photograph of a 4fr s/l groshong nxt catheter and a radiographic image were evaluated as part of this complaint. The photograph was of an explanted catheter in two segments with a complete circumferential break in the catheter shaft tubing between the 35cm and 36cm depth markings. The chest radiograph showed a migrated catheter over the cardiac silhouette. As the returned view was a coned down image that did not include the proximal catheter, nothing was visible that would indicate the root cause of the catheter break. It was reported that the catheter had been previously occluded and that difficulty aspirating through the catheter was noted prior to finding the break in the catheter. It is unknown if these factors contributed to the break in the catheter. In addition, the catheter was found ruptured after adjusting the catheter. It is possible that tensile (pulling) forces were applied to the catheter that exceeded the material strength of the catheter tubing. Although these may have contributed to the break in the catheter, they cannot be confirmed from the photograph and radiographic image alone. Dimensional analysis, tactile evaluation, functional testing, and microscopic examination of the break site could not be conducted without the physical sample. Other possible contributing factors could include material fatigue, over-pressurization, and/or sharp instrument damage. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that the catheter was placed in this patient on (B)(6) 2021. The catheter was found occluded around (B)(6) 2021 and been in normal use after thrombolysis. On (B)(6) 2022, the nurse found that no blood could be aspirated when maintaining the catheter and attempted to pull the catheter out by 2cm. After the slight adjustment, the catheter was ruptured at 3cm beneath the insertion site.

Event description:
It was reported that the catheter was placed in this patient on (B)(6) 2021. The catheter was found occluded around (B)(6) and been in normal use after thrombolysis. On (B)(6) the nurse found that no blood could be aspirated when maintaining the catheter and attempted to pull the catheter out by 2cm. After the slight adjustment, the catheter was ruptured at 3cm beneath the insertion site.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx1000 showed no other similar product complaint(s) from this lot number.